Manufacturer narrative:
Reporter information: (B)(6). The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows that the problem has not been reported again for this device.

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that device failed to start up during self-test. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.